Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had its battery completely depleted and before it reached that status, it exhibited high capture threshold measurements for its right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion normal battery depletion (nbd) and this rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating that during an ablation procedure, loss of capture was noted. Upon fluoroscopy examination, the physician noted that this lead was dislodged. Therapy was programmed off while a revision procedure was scheduled. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.